Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received which indicated that the event was possibly related to the implant procedure but unrelated to the medtronic products.

Event description:
It was reported following the implant of this transcatheter bioprosthetic aortic valve (tav), the patient experienced an unspecified cognitive deficit. Unspecified diagnostic testing occurred. Treatment was not reported. The relatedness to the device or the procedure was not reported by the physician. Additional information was received to report on the day of the tav implant, the patient became progressively confused and not oriented. Antipsychotic medications were administered with no effect on the patient's ongoing confusion/delirium. The patient remained vitally stable, but became increasingly active, attempting to climb out of bed multiple times and did not follow directions. During the night of the patient's admission to the intensive care unit, the patient fell and hit his head. Although the patient's neurological vitals were normal, there was one instance of slurred speech and confusion. An enhanced CT of head was ordered. Upon review of imaging, an acute process was ruled out. The patient's cognition improved and resolved fullyat the time of discharge.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.